Event description:
The user had been re-implanted on the opposite ear (presumably with another manufacturer's device). Per device explantation report, the skin over the device was not intact prior to explantation, the magnet was exposed. Also, prior to removal, device housing could be rotated/moved.